Event description:
Reportable based on device analysis on 02 apr 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified vessel. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During the procedure, when pulling back the device the image was lost. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed the imaging widow detached in the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, the imaging window was detached in the lap joint section, and there was an imaging core windup near the lap joint section. Impedance tests showed an electrical open at the proximal end of the catheter between 140-150 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.